Manufacturer narrative:
Per biomedical engineer the reported problem was not duplicated during his testing. The biomedical engineer said that he inspected the da to mc cable connection and he did not find any problem. The biomedical engineer run the unit for 40 hours with no problem. The unit was return for patient use.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with data acquisition pcba adc reference failed. The customer reported the unit was in use on patient, but there was no patient harm reported.